Event description:
During an in clinic follow up, the device was unable to be interrogated using bluetooth (ble) telemetry. Inductive telemetry was used to interrogate the device successfully. The patient was stable.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.